Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was returned for analysis. A functional evaluation was performed and found a distorted center image. Additionally, corrosion and signs of past fluid invasion were found on the electrical connector. The reported issue was confirmed. The device was not properly cleaned after being used. Fluid was present in the electrical connector that caused the corrosion. This interfered with the imaging signals resulting in the intermittent imaging issue. Therefore, the most probable root cause is cause traced to maintenance.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy performed on (B)(6) 2018. According to the complainant, during the procedure, the center image went in and out. The anatomy of the patient was not visible when the center image went in and out. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.